Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter-defibrillator. The episodes were caused by post-paced t-wave oversensing. Programming adjustments were discussed. However, no interventions were reported.

Event description:
New information received notes that programming changes were made during in-clinic follow up. The patient was asymptomatic.